Event description:
A facility reported an electrosurgical irrigator has no power and the fuse is blown. No patient contact/injury, no surgical delay reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The electrosurgical irrigator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - it is noted that the fuses were blown and replaced. Product passed all testing. Therefore the complaint condition could be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint.